Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: sedr01 ipg, implanted (B)(6) 2017, if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high threshold on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.